Event description:
It was reported that a vns patient is going to get a pacemaker due to complete heart block. The cardiologist indicated that the patient was implanted in (B)(6) 2011 and had a left bundle branch block prior to implant, but was unsure if the condition has been exacerbated by vns therapy or if it is a natural progression of the disease process. Attempts to obtain additional information have been unsuccessful to date.